Event description:
It was reported that during a treatment procedure, a balloon rupture occurred. The 12mm x 2.5 mm maverick 2 balloon was selected to treat an unspecified target lesion. Upon inflation to 14 atm, the balloon ruptured. Following the procedure, the patient's status was stable.

Event description:
It was reported that during a treatment procedure, a balloon rupture occurred. The 12 mm x 2.5 mm maverick 2 balloon was selected to treat an unspecified target lesion. Upon inflation to 14 atm, the balloon ruptured. Following the procedure, the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: magnified inspection of the returned device revealed a longitudinal tear in the balloon wall from the proximal end to the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).